Event description:
It was reported the customer received a button error alarm. Customer also stated their buttons were not responding. The customer's blood glucose was 146 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump alarmed button error and had intermittent button response due to corroded keypad traces. The device had cracked display window, cracked case at display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.